Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced a blood glucose of 67mg/dl with a seizure, unsteadiness when standing and walking, and severe dizziness, associated with an inaccurate delivery issue. Reportedly, the patient remained on the pump and received treatment of glucose tablets/glucose gel and intravenous fluids by their healthcare provider in the hospital. During investigation with customer technical support, it was revealed that the basal and bolus totals matched the patient¿s programmed settings and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. The patient stated the event occurred because they miscalculated a manual bolus. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.